Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lcma and one resolute onyx des was implanted in the circumflex. Approximately 20 days post index procedure, patient suffered from melena, upper gastrointestinal hemorrhage. Aspirin was discontinued. Investigator and safety assessed that the event was not related to index device, but causally related to anti platelet medication. Patient recovered. Patient was on dapt 24 hours prior to event.